Event description:
It was reported that the screw head broke off, screw was not retrieved and no new screw was placed on top. Surgeon went to another location to drill another hole and the drill bit broke off in the tibia and was not retrieved. Medial malleolus fracture with syndesmosis involvement. The case was completed. Per the sales rep, the surgeon did not reduce the fracture first. He put the screw in first, x-rayed and saw there was still a gap so then used reduction forceps and when he drove in the screw it broke.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and the other part was discarded by the facility therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The most likely cause(s) of this type of event include improper bone preparation, not following proper surgical technique and/or excessive torsional force during insertion. Lot number was not provided so device history record cannot be performed. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.